Event description:
It was reported that upon closing of the pocket following implant, the patient went into atrial fibrillation with a rapid ventricular response. The patient was electrically cardioverted. Fluoroscopy noted that the atrial lead had dislodged. The lead was explanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): no anomalies found, however there was blood/body fluid on the proximal conductor (not obstructed), the outer insulation was breached cut, there was blood in/on the helix/lobe mechanism and there was apparent explant damage; full lead returned and analyzed.